Manufacturer narrative:
The batch numbr of the device is unknown, a reveiw of the device history records is not possible.

Event description:
The physician claims that the graft had been implanted in 1981, for an ascending-descending aortic bypass procedure. In 2006, the patient was diagnosed to have a 40mm ruptured graft aneurysm. The graft was found to have expanded in its length up to its aneurysmal area and had become distorted. The graft was explanted in 2006. There were no patient complications reported following the explant procedure. The patient is reported to be in stable condition. Note: the exact dates of the event (diagnosis) and explant procedure are unknown at this time and have been approximated, based upon the avilable informatin, for the purposes of this report.